Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a damaged downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "damaged downstream occlusion (dso)¿ was confirmed through visual inspection. The dso seal was delaminated. Further investigation found the upstream occlusion (uso) seal buckling. Replaced the dso and uso seal. Performed dso/uso sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.